Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the pacemaker, it was discovered that there were stored episodes of noise on the atrial channel. The pacemaker pocket was manipulated and the clinic was able to reproduce the noise on the atrial channel. There were no adverse consequences to the patient. The physician elected to continue to monitor the patient. No changes were made. Related manufacturer reference number: 2017865-2019-13828.